Event description:
It was reported that the handpiece was running hotter than normal when it was being tested prior to an oral procedure. The account had back up equipment and there was no delay in the procedure. There was no reported pt or user injury.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. In order to address the issue of the handpiece heating up, the housing assembly was replaced and preventative maintenance was performed. The handpiece has since been returned to the account.